Event description:
It was reported that the holsters rear rotation knob is loose and is missing some screws. Also, during the breast biopsy, multiple cable error code (no codes noted) were received. There was no pt consequence reported, case was completed during the holster.

Manufacturer narrative:
Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis confirmed the customer complaint of "rear rotation knob is loose and cable error", and found this was due to a broken top frame, bottom frame, a bent port shaft, coil pin, e-clip and blue cable. The analysis site did not identify missing screws. To correct the customer complaint the analysis site replaced the top frame, bottom frame, port shaft, coil pin, e-clip, and blue cable. After servicing and upgrades the unit passed qa functional testing. The device history record has been reviewed and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.